Event description:
Information was received from a manufacturer representative (rep) regarding a patient undergoing surgery for an implantable neurostimulator (ins). It was reported that during intra-operative testing, all impedances were >4000 ohms. The rep stated that they tried using higher amplitude and pulse width. They tried disconnecting the lead and reconnecting the battery and turned the lights off to ensure no interference but this troubleshooting did not resolve the issue. The ins was removed and a different ins was implanted. Following the procedure, the patient was getting good stimulation sensation at <(><<)>1v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.